Event description:
Endoflip probe failed the test check three times prior to being removed and replaced with an alternate device, which worked. There was no patient or staff injury as a result of the malfunction.